Event description:
During office visit pt reported instability in knee, including some mild hyperextension. During revision procedure, stabilizer post of insert was found to be separated from rest of insert. A 6642-4-322 insert was implanted uneventfully.